Manufacturer narrative:
Evaluation summary: inspection of the device found that the condition of depleted batteries was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
A baxter engineer reported a pump with battery problems. This problem occurred during bio-med testing. There was no report of any patient injury or medical intervention. No additional contact information if available.